Manufacturer narrative:
No product was returned for evaluation. The patient remains ongoing on lvad support. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 1 year, 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital on (B)(6) 2018 due to low hemoglobin levels. On admission, the patient's hemoglobin level was 6.6 g/dl, quick was 35%, inr was 1.88, and partial thromboplastin time (ptt) was 43 seconds. The patient was transfused with 2 units of red blood cells. On (B)(6) 2018, the patient's hemoglobin level was 8.4 g/dl, quick was 35%, and inr was 1.89. Subsequently, the hemoglobin level remained stable. There was no evidence of an acute source of bleeding. The patient's anticoagulation at the time of the event included aspirin and marcumar. According to the healthcare professional, the bleeding was possibly related to the lvas. The event reportedly resolved. No additional information was provided.